Manufacturer narrative:
(B)(4). Investigation: x-no sample returned. Analysis and findings: a review of the 2 year complaint history for the sani-scope disp anoscope shows 1 similar complaint. The sani-scope disp anoscope is a purchased item and not lot controlled . The last two shipments to sharp health care were made on 3/31/2011 and 4/13/2011. Inspection reports surrounded have been attached. Additionally, vendor provided spc chart is attached with the investigation with ppk value 1.68 and cpk value as 1.79. Each of these reports shows that the product was to specification when it was dispositioned by incoming quality. The reported condition could not be confirmed as the actual sample was not returned. The complaint will be re-opened and re-evaluated if additional information or the sample becomes available. An assignable cause could not be determined as the product met all approved release specifications at the time of manufacture before they were released. Likely cause of the reported complaint condition is excessive pull force exceeding the 15 lb specification. Coopersurgical will continue to monitor this complaint condition for any trends. Correction and/or corrective action: the reported condition could not be confirmed as the sample in question was not returned. No corrective action needed by coopersurgical at this time. This complaint will be entered into coopersurgical continuous improvement program (cip). Coopersurgical will continue monitor for trends. Corrective action level: none. Reason: no changes to the process or procedure. Coopersurgical will continue to monitor this complaint condition for any trends. Was the complaint confirmed? No.

Event description:
"I need to report an incident with one of your products. We currently use your sani-scope disposable anoscopes in our outpatient medical centers. We had an incident where the tip of the plastic plunger came off during an exam when the provider removed the plunger. Fortunately the tip was lodged in the anoscope and was removed when the anoscope was removed." (B)(4).